Manufacturer narrative:
The initial reported event of lead fracture, lead was explanted and replaced, and patient suffered injury as result of defective lead were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. Product analysis occurred. The primary analysis finding was: the proximal conductor of the lead developed a fracture due to flexing while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead was explanted and replaced. Additionally, an attorney alleged that injury was sustained to the patient, and these claims arise as a result of the defective lead. No patient complications have been reported as a result of this event.